Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed battery power loss alarm. The adapt indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed battery power loss alarm due to j6 connector resistance issue on electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a power error detected alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that power error detected recur within a week of troubleshooting of the previous occurrence. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.